Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was educated that the pump should be plugged into a power source for at least 30 minutes. Customer acknowledged. During follow up, the battery gauge jumped from 50% up to 100%. The customer¿s blood glucose was 113 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.